Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to manufacturer for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Health care facility reported that a pt had developed redness around the IV insertion site with excessive drainage around the surrounding skin. The tegaderm chg dressing was in place over 24 hours before the symptoms developed. The drainage was copious and required changing the dressing every three hours. Due to the skin reaction, the catheter was removed and the use of the tegaderm chg dressing was discontinued. The symptoms did not occur with the use of the first tegaderm chg dressing. More than four tegaderm chg dressings were used. The outcome of the skin reaction improved and no further treatment was needed.